Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, migration.

Event description:
Healthcare professional reported in lecture slides "silicone implantation into lymph nodes regarding a case of extracapsular rupture. Rupture was found by ultrasound findings". This record is for the unknown side. Device status unknown.